Event description:
It was reported that this left ventricular (lv) lead's insulation was damaged during a standard generator changeout. A new device was successfully implanted. The lv lead was tested. All parameters were within range. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).